Event description:
Customer received the noticed regarding the blocked vents. Customer stated that blocked vents may have happened and she was hospitalized. Customer did not specify if the blood glucose reading was high or low. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.